Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix liner need replacement for drawer 1. A field service engineer (fse) identified that the drawer liner on drawer one at the station had a medication spill and required replacement. The return bin and old liner were removed, a new liner was installed, and the customer reloaded the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bh-ccca matrix liner for drawer 1 required replacement as it was found to be old and cracked. However, there were no delays or adverse events or injuries reported based on this event.